Event description:
It was reported that the patient's lead had high impedances. It was also reported that the patient experienced a small bit of weight gain. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.